Event description:
Provider confirmed patient was not charging ins due to the buzzing they experienced while charging. Patient's neurosurgeon is going to evaluate connections. Still pending resolution.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provider (hcp) stated that patient was seen in february and implantable neurostimulator (ins) was off. Today, patient is in office and ins is off again and has been off since march 24th. Hcp stated patient is still reporting buzzing in their ear and vertigo when they charge, especially if they move their head when charging. Hcp reviewed recharging stats and indicated patient used to charge every day but now has only been charging about once a week and ins showed that it stayed at 100% on april 15 and 21st but on may 5th it dropped to 75%. Hcp didn't know if because of the buzzing sensation, the patient had possibly stopped charging ins. Hcp checked impedances and c-1 and c-2 were at 3004 and 3267 ohms, respectively, but those have always been high. Therapy impedance today was 1915 ohms. Hcp referred patient to neurosurgeon. Tech services had hcp obtain mdt data file to look into ins off events and if the lack of charging may have caused it to deplete and turn off at some point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.